Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient felt she had never had a dramatic loosening since her pump was implanted despite dose titrations up to 900mcg/day (per the patient). Her pump was currently set at 500mcg/day (per manufacturer representative). The patient denied falls or trauma to the pump area. The hcp completed an x-ray, which was normal. Expected reservoir volumes versus actual at the time of refills had been accurate. No dye was found to be leaving the pump pocket so there was a suspicion of a disconnect or issue in the pocket. The patient was referred for evaluation and to schedule a revision. A date of surgery had not been set yet. It was unknown if surgical intervention was planned. The issue was not resolved at the time of report. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient asked how long it takes for therapy to be effective as patient did not feel any effectiveness at all, it was thought that the doctor had been doing 25 mcg increase per visit, the patient was redirected to the health care professional to discuss effectiveness concerns. The patient noted that she wanted the doctor to do a dye study but he won¿t and inquired if there was another health care professional in the area, physician locator site was provided. Information was received from a healthcare professional on (B)(6) 2017 reported patient's pump was implanted on (B)(6) 2016. Patient has been seen in healthcare professional office six times for titrations with good therapeutic effect each time. It was noted patient has not been titrated to peak therapeutic effect yet. No further information provided. Additional information was received from consumer. It was reported that the patient had an idium dye study last week (relative to (B)(6) 2018) and they discovered the pump and catheter was no longer connected and was never connected right since the pump was implanted and she had been telling them it was not working. The patient was worried they were going to have to cut her open again. The surgeon could not get the patient in until (B)(6) 2018. The patient wondered if there was a lot pressure building around the pump because the idium nuclear dye test showed medication was staying in the pocket. They spoke with the healthcare provider (hcp), but they were not sure if the hcp was being forthright with them. It was later reported that the dye test occurred 2-3 weeks ago, relative to (B)(6) 2018, in (B)(6) 2018. There were no further complications reported at this time.